Event description:
The account stated the head section will rise and hold until the down button is pressed. When head down is released the head section will slowly drift completely down.

Manufacturer narrative:
Repairs have not been completed.